Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles, weight to the spec, creases fold and deformation on the device. Cloudy gel observed after autoclave cycle. The unit was not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.